Event description:
Customer reportedly received results of 37 mg/dl and 80 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as soon as the 5 mm camera was inserted into the device the device started leaking. The device was used to complete the case with no patient consequence. The device was discarded.